Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that her adc freestyle libre sensor provided a higher reading when compared to a hcp meter and additionally reported receiving sensor error messages of "replace sensor" and "sensor end". On (B)(6) 2018, customer received an unspecified high reading on the sensor and experienced exhaustion. Customer self-treated with orange juice, peanut butter and jelly sandwich, but she ¿still felt exhausted¿ and subsequently lost consciousness. Paramedics were called who obtained a reading of 31 mg/dl on their meter and treated with oral glucose 15 and microdot glucose gel. A reading of 57 mg/dl was obtained after treatment on the paramedic¿s meter. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that her adc freestyle libre sensor provided a higher reading when compared to a hcp meter and additionally reported receiving sensor error messages of "replace sensor" and "sensor end". On (B)(6) 2018, customer received an unspecified high reading on the sensor and experienced exhaustion. Customer self-treated with orange juice, peanut butter and jelly sandwich, but she ¿still felt exhausted¿ and subsequently lost consciousness. Paramedics were called who obtained a reading of 31 mg/dl on their meter and treated with oral glucose 15 and microdot glucose gel. A reading of 57 mg/dl was obtained after treatment on the paramedic¿s meter. There was no report of death or permanent injury associated with this event

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc freestyle libre sensor provided a higher reading when compared to a hcp meter and additionally reported receiving sensor error messages of "replace sensor" and "sensor end". On (B)(6) 2018, customer received an unspecified high reading on the sensor and experienced exhaustion. Customer self-treated with orange juice, peanut butter and jelly sandwich, but she ¿still felt exhausted¿ and subsequently lost consciousness. Paramedics were called who obtained a reading of 31 mg/dl on their meter and treated with oral glucose 15 and microdot glucose gel. A reading of 57 mg/dl was obtained after treatment on the paramedic¿s meter. There was no report of death or permanent injury associated with this event.